Event description:
Caller states that he was receiving readings that were high for him; 250-300mg/dl. He states that while on vacation, each day his blood glucose was high he took an additional diabetic pill. He also reports comparing his device, 239mg/dl to a friend's device, 108mg/dl within 15 minutes. No adverse event was reported. No treatment was received. No glucose controls were used. Requested return of suspect device and replacement was sent.